Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. Vascular access was gained via the right femoral artery. The 2.25x28mm, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with a significant bent between 45 and 90 degrees. The lesion was pre-dilated with a 1.5x8mm apex balloon. The 4.0x24mm promus element stent advanced however was unable to cross the lesion. The procedure was completed with another 4.0x24mm promus element stent. No patient complications were reported and the patient status is good, however returned device analysis revealed the stent was dislodged from the balloon and damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - only the stent was returned for analysis. The stent was stretched along its length. Both ends of the stent were flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).